Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012, and obtained the following information: the patient tests five times a day and manages his diabetes with novolog (15 units with every meal) and lantus (30 units before bedtime). The patient's typical blood glucose range is not known. The patient does not recall when the reported meter issue first began. The patient confirmed, he obtained a blood glucose reading of over "300mg/dl" with the subject meter; however, the patient does not recall the date/time the result was obtained. In response to the reading, the patient clarified he administered his usual dose of 15 units of novolog. The patient confirmed that on (B)(6) 2012 (between 3-4am), he developed symptoms of sweating and rapid heat beat, symptoms the patient correlated with low blood glucose. The patient does not recall what his blood glucose reading was (with the subject meter) prior to the onset of his reported symptoms but does remember administering his usual dose of lantus before going to bed. The patient denied testing his blood glucose with another device. Since the patient was already ill and bedridden at the time the alleged issue occurred, he was unable to get up to treat himself. The patient clarified that his son provided him food and his symptoms had improved approximately 15 minutes later. At the time of troubleshooting, the customer service representative verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.